Event description:
Patient with history of hodgkin's lymphoma on chemotherapy the right upper extremity pic line, the PICC was found to have a leak at the red hub so therefore he prevent presents for exchange. The manufacturer is aware of the problem as reflected in the attachment.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient with history of hodgkin's lymphoma on chemotherapy the right upper extremity pic line, the PICC was found to have a leak at the red hub so therefore he prevent presents for exchange. The manufacturer is aware of the problem as reflected in the attachment. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.